Event description:
During an acl, case a portion of the ceramic tip of mitek vapr lds electrode broke off into the patient. The surgeon used a shaver and suction to remove the ceramic fragment, however, it is not confirmed if it was retrieved from the patient. The surgeon states that there was no adverse effects to the patient.